Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported one sureform stapler 60 instrument failed to engage on the 4th firing on unspecified tissue, and after many attempts at removing and reinstalling, the customer opened a second sureform stapler 60 instrument. The second stapler fired once and then failed to engage ((refer to the report with patient identifier (B)(6)). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was approximately 35 minutes of delay in the procedure. There was no patient harm or injury. The procedure was converted to open due to the da vinci stapler not working. The handheld stapler could not reach the proper angle that was required. The surgeon said that if the da vinci staplers had worked, he would not have needed to convert the procedure to open surgery. The surgeon believed that the inability to use the stapler as planned caused or contributed to the reported outcome. There was no issue noted during set up or during port placement. The customer attempted to reset the stapler multiple times. The procedure was in progress for approximately 1 hour when the issue occurred.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to engagement issues with the sureform stapler 60 instrument. Intuitive surgical, inc. (Isi) has received the sureform stapler 60 involved with this complaint and completed the device evaluation. Failure analysis was able to confirm and reproduce the reported complaint. The instrument was found to have engagement failures based on log review and was replicated during in-house testing. Log review shows 6 error codes of 22020 indicating "installed sureform 60 failed to engage on usm2 (wrist pitch axis failed to engage)." The instrument was placed the in-house system multiple times and continuously failed. The root cause of this failure is likely caused by the loose snake wrist cable the proximal end. Install 1: failed engagement. Install 2: failed engagement. Install 3: failed engagement. Additional observation related to the customer reported complaint: the stapler housing was removed and found that the snake wrist cable was loose at the proximal end, likely causing the engagement failures. The root cause of this failure is attributed to component failures. An additional observation not reported by the site was also observed: the instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. Additional observations occurred during subsequent investigation. Instrument wrist cover was removed to check snake wrist cables at the distal end. One snake wrist cable on the channel side was observed to broken at the proximal set of wrist discs, with the opposite cable being loose as previously stated. Wrist cable may be broken due to sharp edge or burrs in the cable holes. Engineering is aware of this failure and investigating. A log review of the instrument (part # 480460-9 /lot # l12220925-0154) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system sk1963. The instrument had 9 fires remaining after last use. This is a single use instrument. No image or video clip for the reported event was available for review. This event is considered a reportable event due to the following conclusion: during a da vinci-assisted gastric bypass surgical procedure, the customer encountered multiple engagement issues with the sureform stapler 60 instrument. As a result, the surgeon elected to convert the procedure to open surgery. Fields g5 and g7 are not applicable.